Event description:
It was reported that the gastrointestinal videoscope exhibited a pixelated image. The event occurred during inspection for use in an unspecified procedure. There were no reports of patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: static image. A definitive root cause for the reported events could not be identified. Based on the results of the investigation, based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.